Manufacturer narrative:
One intact 28cm hemo-flow catheter was returned for eval. A review of the mfg records was not possible as the lot number of the device was not provided. A visual examination of the device revealed a hole at the lumen to hub junction. An investigation has been initiated. When the investigation is complete, a final report will be submitted.

Event description:
It was reported that the pt's line was flushed pre-dialysis with no note of any issue. Dialysis was started and blood was noted to be trickling from the exit site. On closer examination, the line was leaking under venous pressure. The catheter was removed. The pt admitted he "tucked" the catheter under his arm while sleeping to prevent it from irritating him. The breach is just at the point where the dual lumen enters the bifurcation on the pt side.